Manufacturer narrative:
This report is submitted on june 11 , 2019.

Event description:
Per the clinic, the recipient experienced poor performance and non-auditory stimulation with the device. The device was explanted on (B)(6) 2018. The recipient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 18, 2019. - attachment: [144865 device analysis report.pdf].